Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jul-2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The returned battery cap was undamaged and able to fit. The battery cap contacts measured within specifications. Evidence of moisture corrosion was observed in the battery canister and on the display. A leak test failed due a battery compartment leak and bolus button leak. The pump powered up with auditory and vibratory alarms to a blank screen. The alleged intermittent power issue was unable to be adequately investigated due to the blank display caused by moisture ingress. The pump cover was removed to find further moisture corrosion on the display circuit, continuous glucose monitoring module, and to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.